Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 174 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. Customer stated that the difference between sensor glucose and blood glucose value was 106 mg/dl. Customer reported that the low limit in sensor setting was 80 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose difference. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.